Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all test performed.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.